Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 276 mg/dl and a bolus of insulin was delivered to address to lower the bg level to 170 mg/dl. A pump system check was performed. The customer received a minimum fill notification after a new cartridge was filled with 120 units of insulin. The system check determined an air leak in the pump had occurred. The customer was to continue to use the pump to manage diabetes.